Event description:
Pt reported ms3 pump malfunction/alarming for sub q remodulin therapy. Sn (B)(4), due (B)(6) 2018. Pt using back up pump. No se from pump malfunction. Dates of use: from (B)(6) 2017. Diagnosis or reason for use: pah.